Event description:
The physician reported a discrepant result. The inration was 1.9; a sample was sent to the lab and the inr was greater than 12. Sample was sent to the lab because the pt was exhibiting an abnormal amount of bruising. The pt was given vitamin k.